Manufacturer narrative:
(B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode was not observed.

Event description:
It was reported that bd vacutainer® cat (clot activator tube) plus blood collection tubes had "tube with blue cap". No serious injury or medical intervention.